Manufacturer narrative:
The shunt system was received submerged in an unidentified liquid in a return kit. Scratches on the outer housing of the valves were observed through the visual inspection. No significant deformations or damage were detected. The permeability test has shown that the valves was permeable. The progav 2.0 valve was tested and is adjustable to all specified pressures. The braking functionally test has shown that the brake function is fully operational and the braking force is within the given tolerances. We performed a visual inspection of the progav2.0 shunt system. No significant deformation or damage of the valves were detected during the visual inspection. Next we tested the permeability and opening pressure of the valve. The valve operated as expected and met all specifications. Additionally, we tested the adjustability as well as the brake functionally and brake force of the progav 2.0 valve. The valve operated as expected and met all specifications. Finally, we have dismantled the valves. Inside the valve we have found build-up of substance (likely protein). Based on our investigation, we are unable to substantiate the claim of non-adjustability. The valve operated within the specified tolerances. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. When additional information is received a follow up report will be submitted.

Event description:
It was reported that the po with adjustment. The explanted product were delivered to miethke with the return kit inside an unknown liquid. The file is entered with limited information.